Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed an episode of inappropriate automatic mode switch (ams) caused by competitive atrial pacing (cap). Also noted were bigeminal premature ventricular contractions. Cap with inappropriate ams may have induced or contributed to arrythmia. No interventions were reported. Further information was requested but not received.